Event description:
It was reported that stent damage occurred. The target lesion was located in a distal right coronary artery (rca). A 4.00x32mm promus element drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross due to the vessel "curve". The physician tried several times and found out that the proximal edge of the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the hypotube was kinked at 16.3cm distal to the strain relief. There was no evidence of any positive pressure having been applied to the balloon. An examination of the crimped stent identified that the proximal edge of the stent was lifted. No other damage was noted along the stent and no issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a distal right coronary artery (rca). A 4.00x32mm promus element drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross due to the vessel "curve". The physician tried several times and found out that the proximal edge of the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.